Event description:
Procedure implantation of 25 mm helix septal occluder. Successful positioning, of device but malfunction in retrieval cord, where it would not fully deploy the device, so the septal occluder sheath could be moved. With attempts of removal of the device, the retrevial cord broke off, thus unable to pull the helix closure device fully into the sheath. Multiple different attempts were made to remove device, with final retreival, and no adverse event to the patient.